Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant of an implantable cardiac monitor (icm), the device exhibited the message: "real-time measurements could not be obtained: an atypical condition detected by the device." This message was displayed after multiple attempts. The device was explanted and replaced. The new device was working well. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported field event of error message and unable to obtain measurement were not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.